Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had low sensor glucose of 68 mg/dl and blood glucose of 48 mg/dl. Customer treated low blood glucose with candy. Customer needed assistance with setting an alarm to alert her with low blood glucose. Customer declined troubleshooting. Customer will not be returning the device for analysis.